Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they were in ¿level 10 pain.¿ it was noted that they had a catheter placed, and they weren't sure if the pain was from the device, or the catheter. It was recommended that they follow up with their healthcare professional.